Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in endoscopic ligation of internal hemorrhoids procedure performed on (B)(6) 2025. According to the complainant, during the procedure, the band failed to deploy. There was no difficulty setting up the device. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h2: correction: block b5: there was no difficulty setting up the device. Block e1: initial reporter facility name: (B)(6). Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in endoscopic ligation of internal hemorrhoids procedure performed on (B)(6) 2025. According to the complainant, during the procedure, the band failed to deploy. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6). Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.